Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 05-apr-2021, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 17-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 25 mg/ml at 8 mg/day via an implanted pump. The pump refill nurse reported that for at least the last three refills, there had been a large discrepancy between the expected actual residual volume in the pump. At first, she thought it was human error, but the discrepancy was repeated over three refills. An example of the discrepancy is 10 ml expected and 26 ml actual. There were no reported environmental/external/patient factors that may have led or contributed to the issue. At this time, no diagnostics/troubleshooting had been performed. The patient looked at his logs and did not believe the record of his boluses lined up with his actual bolus use, so he was now keeping a paper record of each bolus he received. We will compare that to his pump logs at his next visit. No intervention had taken place yet; however, it was reported his catheter and perhaps his pump would be replaced in the future. It was unknown if surgical intervention was planned, but the rep would follow-up for more information. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported.

Manufacturer narrative:
H3: analysis of the pump revealed no anomaly. Analysis of the 8784 catheter revealed no significant anomaly; miscellaneous acceptable testing, catheter incomplete/returned in segments. Analysis of the 8780 catheter revealed catheter body; kink observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and the patient via a company representative who reported that today the patient¿s device system was replaced. Per the patient, his pain relief had increased following his last surgery (see manufacturer¿s report # 3004209178-2019-11710); however, he continued to experience higher than expected reservoir volumes at the time of refill. The patient did not have the details of the amount of discrepancy.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# hg3aqwh03 implanted: 2019-06-13 explanted: 2021-04-19 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2015. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.